Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.61ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.44ng/ml. A corrected report has been issued. In addition, the original sample was re-tested for accu tni on the next day and the result of 0.36ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
System check performed in 2006, passed. Qc was within customer's specs prior to the event. Qc performed after the event failed. The customer loaded a fresh reagent pack and repeated qc; the results were within customer's specs. The customer then re-tested the pt sample and obtained lower (0.44ng/ml), within the risk stratification result. A field service engineer (fse) was dispatched to the customer's lab ten days later. Per customer request, the fse performed a major preventive maintenance (pm) to the instrument. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.